Manufacturer narrative:
New injector module and new connections were installed and the device continues to perform without issues, therefore facility continued to use the device on future patients. The device was connected to a servo network to attempt to reproduce the high no observed but the failure could not be reproduced. Further investigation is being performed.

Event description:
Mallinckrodt has been informed of an event that occurred on (B)(6) 2018. Patient is a baby on inomax at the time of the event. The device had a set dose of 20 ppm with a limit alarm set to 28 ppm when there was an observed sudden increase of the monitored value of no rose to 60 ppm. The user attempted to correct the issue by removing the sampling hose without any effect. The values began to decrease only when the no tubing and the sampling hose was replaced, however it was still above the alarm limit for about 10 minutes. The device was replaced and the set no value was reached. During this time, the patient desaturated to around 60% for a few minutes (the base-line oxygen saturation is not known) and the user noted the pulse decreased to about 90 rpm (the base-line pulse is not known). The patient was further sedated and repeated oxygen attenuation to stabilize to patient.

Manufacturer narrative:
Mallinckrodt engineering reviewed the service log for (B)(4). The reported complaint states the high no condition continued when the sample line was removed. If the device was sampling no from the breathing circuit at the elevated levels indicated in the service log, removing the sample line would cause the monitored no level to drop. This is consistent with an event involving the monitoring system and not the ratio-metric delivery system. A cell that experiences extended exposure to dry gas may behave like the device as reported in the complaint. It is possible that after almost 5 days of 20 ppm no exposure as shown in the service log and over 24 hours after the last low calibration (per the 20010 operations manual for series 2 software maintenance section, low calibration is required to be performed daily). If this procedure isn't followed, the no cell could become dry, resulting in the reported behavior.